Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed that the stent was damaged at the proximal end and middle of the stent. There were bent and flared struts. There was a kink in the shaft 3.5cm distal of the exit notch. There was no evidence of any damage or irregularities contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-nov-2016. It was reported that crossing difficulties were encountered. A 32 x 2.75 rebel coronary stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.